Event description:
This is a report of a use error which resulted in a leaking transfer set while performing peritoneal dialysis (pd) therapy. The patient reported that they had not closed the transfer set completely. The leak occurred when the patient disconnected. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the users to immediately place the minicap disconnect cap on the transfer set after disconnecting the transfer set from the patient line of the disposable set. There are also instructions for users to cap off the transfer set with a new minicap disconnected cap and tighten it as part of the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.